Manufacturer narrative:
Zimvie complaint number cmp (B)(4). A4: patient weight unknown / not provided. G4: premarket identification k011028/k013227.

Event description:
The doctor reports that the mount was loose or unscrewed from the implant, and that upon opening it, it fell out of the packaging. The doctor confirms in the form that the procedure was completed using another implant, with no negative impact on the patient¿s health.